Event description:
Sterile lap sponge opened and handed to field, scrub technician broke seal and counted each sponge down to the table. In between each sponge was a hair. Sponges immediately removed from field. Scrub technician changed gloves.